Event description:
It was reported that three months and twenty-one days post a dialysis catheter placement, the catheter clamp closure was allegedly deformed. It was further reported that the blood flow was very poor resulted in a pressure alarm. The procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three months and twenty-one days post a dialysis catheter placement, the catheter clamp closure was allegedly deformed. It was further reported that the blood flow was very poor resulted in a pressure alarm. The procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two electronic photos were provided for review. The photos show a clinician holding an implanted catheter in which the clamping site on both the extension legs are noted to deformed / kinked. Therefore, the investigation is confirmed for the reported catheter clamp site deformed issue. However, the investigation is inconclusive for the reported poor blood flow rate as the provided photo was not sufficient enough to confirm the reported event. The definitive root cause for the reported event could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.